Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call buttons were less responsive and harder to press as well as sometimes has to press twice. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack in casing of screen. Insulin pump will not be returned for analysis.